Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that the user interface module (uim) caused the reported failure. Carefusion will evaluate the alleged failure uim if it is returned to the MFR.

Event description:
The customer reported the screen on the ventilator does not power up and only the led's on the membrane panel are lit-up.